Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It should also be noted that the patient's pdm keys were allegedly stuck which we can not confirmed unless investigated. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. Specific blood glucose levels were not provided. It was noted that the personal diabetes management (pdm) keys were stuck and not functioning properly leading to the commands not being received by the pod. The patient's father drove them to the emergency room where they were observed and treated with intravenous fluids and an insulin bolus (units amount unavailable). The patient was discharged the following day on (B)(6) 2024.